Manufacturer narrative:
No product has been returned for evaluation as product remains in-situ nor were radiographic images of any kind provided to confirm the alleged event. It is unknown if patient followed post-operative recommendations. No root cause can be confirmed at this time. Potential adverse events and complications. "...as with any major surgical procedures, there are risks involved in orthopedic surgery..." "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)¿" post-operative warnings "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications..."

Event description:
Patient underwent a spinal procedure from an unknown thoracic level to pelvis approximately 9 month ago. As per reporter post-operatively it was discovered a screw fractured at the s2ai level. A revision procedure is planned but has not occurred.